Event description:
It is reported that a customer needed a complete functional analysis check on their insulin pump. No further information was provided.

Manufacturer narrative:
Findings: unit had constant failed battery test after battery insertion due to faulty battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime a a33 test and excessive no delivery test due to failed battery test alarm. Unit had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.